Manufacturer narrative:
H4 - device mfg date is unknown, no information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device has an internal battery issue, causing it to lose date and time¿ was confirmed through pump power up test. Pump settings and patient data lost alarm displayed on screen. The reported issue was resolved by replacing the printed wiring assembly board. Further investigation found the downstream occlusion (dso) seal was detached. The dso seal was replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device has an internal battery issue, causing it to lose date and time¿; during device evaluation it was found that the downstream occlusion seal was detached. The event occurred during testing.